Manufacturer narrative:
(B)(4). Concomitant medical products: sheath: 5f, tissue plasminogen activator-thrombolytic. The device was received. Investigation is not complete. A follow-up report will be submitted with all additional relevant information. The other proglide device referenced is being filed under a separate medwatch MFR number.

Manufacturer narrative:
(B)(4) evaluation summary: the suture mediated closure (smc) system was returned for analysis. The plunger, suture trimmer, suture, link, needles and cuffs were not returned, thus the reported suture break could not be confirmed. Based on a visual inspection analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a proglide device with a 5f sheath after a percutaneous transluminal angioplasty interventional procedure. Reportedly, a suture break occurred when tightening the knot. A second proglide device was used with the same results. Hemostasis was achieved using manual arterial compression. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the proglide device. No additional information was provided.